Event description:
It was reported that during a tonsillectomy procedure involving a pediatric pt. The physician was utilizing an arthrocare foot control. It was discovered intra-operative that when the coblate pedal was depressed, it would not release automatically and would stay in active ablate mode. The surgical staff was required to manually lift the pedal in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.